Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient had pain and elevated ion levels from the metal head and trunnion. The surgeon indicated concern that the patient had altr. Surgeon removed a metal head and liner and replaced them with a new liner and ceramic head. The stem was cleaned up as it had black residue on it but it was not removed.

Manufacturer narrative:
An event regarding elevated metal ions and altr involving an unknown stem was reported. The event was not confirmed. Method & results: device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. Medical records received and evaluation: no medical records or x-rays were made available for evaluation. Device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other events for the lot referenced. Conclusions: it was reported that patient had elevated ion levels from the metal on metal head and trunnion. The surgeon indicated concern that the patient had altr. The event could not be confirmed, nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided. Further information such as medical documentation and returned devices are needed. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
It was reported that the patient had pain and elevated ion levels from the metal head and trunnion. The surgeon indicated concern that the patient had altr. Surgeon removed a metal head and liner and replaced them with a new liner and ceramic head. The stem was cleaned up as it had black residue on it but it was not removed.